Event description:
It was reported that a physician, in-training in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after a carotid intervention. Reportedly, before using the device, a small hematoma was noted at the puncture site. When the procedural sheath was exchanged for the starclose se sheath, the guide wire prolapsed out of position, but not out of the artery. An angiogram was performed and the wire was brought into the correct position. The starclose se was inserted and although the clip was placed, five minutes of manual compression was applied to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was reported to have been discarded. Without device evaluation, the cause for the reported event could not be determined based on the information provided. Contributing factors for the guidewire prolapsing may be manufacturing, anatomical conditions such as the reported pre-existing hematoma or improper holding of the guidewire in place while exchanging the sheath. A review of the finished product lot history record did not reveal any manufacturing related nonconforming material records associated with this lot. Based on the information available, the inspection criteria and the review of the lot history record, there does not appear to be any indication of a product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.